Event description:
It was reported that (1) tct75 and (1) tcr75 were used during a gastrectomy procedure. It was reported by the affiliate that the device locked out. A new instrument was used to finish the case. No pt adverse outcome.